Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th mar 2026, it was reported by an arthrex employee via email that ar-1923ps suture anchor, peek pushlock batch 15412423 suture tape did not adequately secure the ligament and was found to be unstable when used with the pushlock. This was detected during a right ankle arthroscopic and lateral ligament repair procedure on the same day. The procedure was completed successfully with fibertak ar-8990st and no harm to patient.